Manufacturer narrative:
Follow-up # 1 date of submission 02/19/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn and peeling across the arrow buttons, exposing the button contacts. During testing, the up arrow and contrast buttons were intermittently unresponsive and required multiple presses with increased force to engage; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad buttons had become harder to press to elicit a response and the rubber keypad was peeling where the up arrow and down arrow buttons were located. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.